Event description:
A customer reported that their freestyle meter was showing an error 4 message during the insertion of the test strip. The customer observed the battery icon and the booklet icon. There was no report of death, serious injury or mistreatment. The customer's meter has been returned. Investigations are underway.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.